Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing periodic low blood glucose (bg) levels ( 23, 38, 48 mg/dl). Carbohydrates were consumed to address the low bg level. The customer stated that the low bgs were due to the pump settings had not been quite "fine tuned". Tandem technical support advised the customer to discuss the low bg with a healthcare provider.